Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for varying impedance and oversensing of short interval counts (sic). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed indicated he impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv pace impedance steady at 500 ohms through (B)(6) 2014, rises out of range (> 2000 ohms) starting (B)(6) 2014. Rv sic >30 in 3 days. Lead failure predictor triggered on (B)(6) 2015 for lead impedance and v-sics. (B)(4).